Event description:
It has been reported to philips that the arm would not move. The system was in clinical use. There was no reported patient or user harm. Troubleshooting actions showed a problem with the geometry calibration. The fse recalibrated the movements and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for coronary diagnosis procedure. The procedure was delayed and was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system arch cannot be moved. The review of the system log files showed geometry errors. Upon functional testing, the fse found that the system lost one of the geometry settings. To resolve this issue, the fse recalibrated the position and current. However, the issue was reoccurred again, and the procedure was postponed. The fse replaced amc motor drive, performed calibration, and reloaded software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.